Event description:
It was reported that during a laparoscopic sleeve gastrectomy the bladder valve leaked. A second device was brought in for the case and it also leaked in the same manner but "not as bad". A third device from another manufacturer was used to complete the procedure. There was no patient injury. The second device was no kept. This report is being filed for the second device. See related MFR. Report #2134070-2014-00179.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report, and was reported to be discarded by the facility.